Event description:
In (B)(6) of 2016 I had allergen naturelle silicone breast implants put in and about 1 year later I started having symptoms starting with frequent headaches, chronic neck and shoulder pain, muscle aches/pain/weakness, joint pain, restless legs, bring fog, hair loss, dry skin and hair, weight loss, dry eyes, inflammation, nausea and dizziness, night sweats, easy bruising, low libido, intolerant to heat/cold, swollen lymph nodes in neck and underarm, anxiety/panic attacks, heart palpations, overall feeling of illness.